Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01657. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the procedure the instruments deformed and then fractured in the screw head. The fractured portions were retrieved and the surgery was completed. Attempts have been made and further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual analysis confirms that the tips of the drivers are twisted and fractured. Device history record was reviewed and no discrepancies were found. The root cause of this failure is related to deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. The driver can still fracture, if torque continues to be applied, but this happens only after the driver first twists to give the surgeon an indication of trouble advancing the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.